Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they had been having trouble getting the implanted neurostimulator to charge. Patient stated that they met with a manufacturer representative (rep) at their pain clinic a couple months ago and the representative checked everything over and said that everything was fine, but they still couldn't get the implant to recharge. Patient said that then system problem rm03 came up when recharging. Patient shared that they suspected that something was wrong with the recharger because they would be charging the implant and all of a sudden the paddle would get really hot against their skin. Patient noted that they would have to rotate the paddle around to get it right over the implanted device and then it wouldn't start charging. Patient also said that by the time they got finished, it would have been an hour of just dinking around trying to get the device to go. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.